Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.